Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (service code 201-response buttons stuck) was confirmed. Upon investigation there were exposed switch parts in the rear response button that suffered physical damage, causing the response button to occasionally stick closed. The root cause for the stuck response button could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying service code 201, response buttons stuck.